Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-10703. It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular lead. The device was reprogrammed to resolve the issue. The patient is well.